Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittent interrogation; changes when rf (radio frequency) connector is moved on a printed circuit board assembly.

Event description:
It was reported that the programmer was not interrogating or recognizing devices. The programmer head was changed out but the situation did not resolve. The programmer was returned for service. A replacement was available for use. No patient complications were reported as a result of this event.